Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no revision surgery performed / planned as a result of the event.

Manufacturer narrative:
B3: event date is not known. Medical judgement form results 1. Ap fluro levels unknown, lateral interbody devices at two levels wrt posterior instrumentation. 2. Coronal CT shows lateral back out of the superior interbody grafts (l2-3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with spacer having l2-l4 direct lateral interbody fusion therapy. It was reported that the interbody had migrated laterally and was noticed during post operative follow up visits. There was no patient symptom reported. There were no further complications reported regarding the event.